Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 4-5 weeks ago prior to contacting lfs. The reporter stated the patient obtained a blood glucose result of "90 mg/dl" with the subject meter and "119 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <= 30% and/or <= 30 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known if the patient developed symptoms; however, the reporter stated the patient went to urgent care and was administered insulin (type/ amount not specified) by a health care professional (hcp). At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.